Event description:
The pump was returned for investigation. Investigation revealed that the keypad was peeling, the display was discolored and the battery compartment was cracked. This report is made based on results of investigation completed on 06/13/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/13/2015 with the following findings: the keypad was peeling. The display screen had a discolored contrast. The battery compartment was cracked. Initial reporter: (B)(6).